Event description:
Boston scientific crm received information that this pacing system was being explanted due to infection. It was also reported that the associated leads had eroded through the patient's skin.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.